Manufacturer narrative:
The investigation is ongoing. No corrective or preventive actions can be implemented until the investigation has been completed. The product has been returned for investigation. Investigation of the product confirmed that the tyvek lid on the blister was no longer properly sealed. DHR review did not reveal any anomalies. Please note that the investigation to determine the root cause of the reported event is ongoing.

Event description:
We were informed that the tyvek lid on the blister is not properly sealed. The product has not been used. No patient harm occured.

Manufacturer narrative:
The investigation is ongoing. No corrective or preventive actions can be implemented until the investigation has been completed. In regard to this event, the product was recently returned for investigation. Please note that the investigation to determine the root cause of the reported event is ongoing.

Event description:
We were informed that the tyvek lid on the blister is not properly sealed. The product has not been used. No patient harm occured.

Manufacturer narrative:
The investigation is ongoing. No corrective or preventive actions can be implemented until the investigation has been completed. The product has been returned for investigation. Investigation of the product confirmed that the tyvek lid on the blister was no longer properly sealed. DHR review did not reveal any anomalies. Please note that the investigation to determine the root cause of the reported event is ongoing.

Event description:
We were informed that the tyvek lid on the blister is not properly sealed. The product has not been used. No patient harm occured.

Event description:
We were informed that the tyvek lid on the blister is not properly sealed. The product has not been used. No patient harm occured.

Manufacturer narrative:
The complaint is under investigation.

Manufacturer narrative:
Investigation of the product confirmed that the tyvek lid on the blister was no longer properly sealed. DHR review did not reveal any anomalies. A systematic investigation of the identified potential contributors or causes concluded that the most probable cause of the observed complaint is neglecting the shipping carton labeling of handle with care of individual cartons at low temperatures during transport. This conclusion was reached through extensive testing. It was confirmed that seal integrity can become affected by rough handling (e.g. Dropping cartons on the edges) from temperatures below 5°c and that this effect increases with decreasing temperature. It was also confirmed that when cartons are handled with care as indicated on the carton labeling, or are transported on pallets, the seal integrity is not affected at lower transport temperatures. The product subject to the reported event was shipped via transfer hubs of carriers to the end customer under outside temperature conditions that have likely been around or in most of the time even below freezing point. This knowledge on the transport conditions in combination with the result of the internal testing supports the most likely cause of the reported event as a double fault scenario where the products involved were not handled with care' as indicated on the product labeling (i.e. Consistent with normal transport conditions) and shipped under temperature conditions on-route around or in most cases even below freezing point via specific shipping lines. Hence, based on the outcome of the investigation performed we are confident that when products are handled with care' (i.e. Consistent with normal transport conditions) during transport, the seal integrity will not be compromised to a degree that products will not meet specification. To avoid the potential of compromised seals due to the double fault scenario identified, a box-in-box principle will be implemented during the "cold season" for cartons that are shipped individually via the specific shipping lines identified. The box-in-box principle has proven to reduce the impact of rough handling significantly. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. To avoid the potential of compromised seals due to the double fault scenario identified, a box-in box principle will be implemented during the "cold season" for procedure packs packaged individually with transport dependent on the specific shipment lines identified.

Event description:
We were informed that the tyvek lid on the blister is not properly sealed. The product has not been used. No patient harm occured.